Event description:
Contact reports the tip of the rod holder broke off in the pt during minimally invasive surgery. The broken tip portion was retrieved without delay and there were no adverse consequences to the pt.

Manufacturer narrative:
Depuy spine has requested the return of the instrument for evaluation. Over-exertion of the rod holder and over-tightening of its locking mechanism during use can cause the distal tip of the instrument to break when locking spinal rods. Care must be taken to ensure that the device is not over-tightened and that the rod is in proper alignment with the screw head during placement. At this time, the complaint is considered to be closed. A follow up medwatch report will be filed if the evaluation of the returned device results in a finding other than that which is stated above.